Manufacturer narrative:
The manufacturing records for merci retriever v 2.5 soft, lot number 34645 were reviewed and no anomalies were found that are related to this complaint. The device instructions for use lists related possible complications. Also, while the concentric medical device use may have caused or contributed to the pt outcome, there are other factors independent of the subject device (eg, pt factors, device use factors, other devices employed, drugs administered, etc) that also may have caused or contributed to the outcome. Device #2: merci retriever v 3.0 firm; catheter, percutaneous; concentric medical, inc, (B)(4). Model #90113, catalog #90113, lot #34732, expiration date: 02/08/2013; mfg date: march 17, 2011. The manufacturing records for merci retriever v 3.0 firm, lot number 34732 were reviewed and no anomalies were found that are related to this complaint.

Event description:
Pt was a (B)(6) female who had a stroke with a large proximal m1 occlusion. Physician first started using a merci retriever v 3.0 firm with merci distal access catheter (dac) 044 (manufactured by concentric medical). After deploying the device, the physician made 2 quarter turns to torque. Physician said that the clot was very hard and probably had an underlying stenosis. When trying to retrieve the retriever, it would not come out. The retriever then broke near the junction proximal to the loops. He then tried to retrieve the broken retriever tip with a merci retriever v 2.5 soft. At this point, the v 2.5 soft broke on the core wire approximately 10cm from the loops, near the internal carotid artery (ica) siphon. Physician was not able to retrieve the broken retriever even after engaging the wire with a snare. Physician stated that the pt was not doing well because of the massive stroke, but that she was doing no worse due to the device failure.